Manufacturer narrative:
(B)(4) - as a unit has not been returned, a technical analysis cannot be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture and leakage occurred. Access was obtained via the femoral artery. The 90% stenosed lesion was located in a calcified and moderately tortuous anterior tibial artery. A 2x40mm sterling es balloon was advanced to the lesion and inflated to 8 atms. After 30 seconds, a leak was noted. When the device was removed from the body, a pinhole rupture was observed. The procedure was completed with another device. No patient complications were reported. Patient status is listed as good.